Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarm on insulin pump. The customer also experienced high blood glucose level of 495 mg/dl. The insulin exited during troubleshooting customer reported event was resolved by changing complete set. Customer declined troubleshoot for high blood sugars. The insulin pump will not be returned for analysis.